Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units balloon ruptured and blood entered the device. There was no patient harm reported.

Manufacturer narrative:
The getinge field service engineer (fse) evaluated the unit, and found blood in the pneumatic interface module and safety disk. In order to solve the issue, the fse replaced the pneumatic module assy. The fse then performed all manifold tests and the unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.